Event description:
It was reported to philips that the system displayed black images, which would impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the device use and completion of the procedure, but the customer did not provide the info. It was reported to philips that the system displayed black images. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found scatter xray being visible on detector when exported to pacs. On further troubleshooting, fse found ran through some test runs and could not replicate issue. To resolve the issue, the fse performed an automatic detector to field alignment calibration as a precaution and perform the readjustment. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.